Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported). The device was explanted (specific date not reported).

Event description:
Per the clinic, the patient experience infection and skin overgrowth. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (duration and date not reported).